Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed an "ECG monitoring failure" error message. Complainant indicated that the clinician turned the device off and back on to continue treatment. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. The device was put through extensive testing including ECG stress testing without duplicating the report. The defib receptacle was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer with a new multifunction cable. Analysis for reports of this type has not identified an increase in trend.